Event description:
The nurse reported that during an unplanned anterior vitrectomy, the vitrectomy probe was difficult to connect. The anterior vitrectomy was completed by manually holding the vitrectomy onto the console to complete the case. Additional info received from the nurse, stated a posterior capsule tear occurred during phaco. The surgeon completed the anterior vitrectomy and implanted an iol. The nurse stated the posterior capsule tear was due to case complications. The nurse stated there was no pt injury.

Manufacturer narrative:
The company service representative examined the system and found the cpc connector stripped. The cpc connector was replaced to mitigate the problem, connecting the anterior vitrectomy probe to the system. The cpc connector was disposed of in the field. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This report was mailed to FDA on: 10/28/2009.